Manufacturer narrative:
Investigation: samples/ photos: it was received one opened and used sample of the insyte autoguard pnk 20ga x 1.16in product, catalog number: 38183414 from lot: 6027030. After a careful visual analysis of the sample using disposable gloves, it was not possible to detect damages in any of the components of the sample received that could lead to the incident in question. However, the "needle activation failure" complaint can be confirmed because during functional tests on the sample after the button has been pressed. The assembly lot: 5238451 used in the claimed final product lot: 6027030 of insyte autoguard 20g x1.16 was analyzed for the "damaged component" tests and no records were found that could lead to the incident in question. Qn/ ncmr review: no records of qn were evidenced for the defect related to this complaint for the assembly lot: 5238451 and for the claimed final product lot 6027030. Unplanned maintenance: corrective maintenance history was evaluated during the assembly history of the lot and corrective maintenance #003574: "failure in the station 3.33.4.1" was evidenced; which could lead to failure of needle activation. Confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comment: according to the analysis of the sample returned from the customer and the history of corrective maintenance in the production period of the batches related it was able to confirm this complaint. Based on the investigations it was verified that the root cause of this incident is due to failures occurred in the cut and in the variation of the measures of the spring that is responsible for firing the activation system for needle retraction. In addition, investigations have identified that a failure in the cylinders of station 3.33.4.1 that tests whether the needle activation system will function properly is also the cause of this claim. Thus this station was not able to detect that the product activation system was not working, which did not make it possible to identify failures in the cut of the springs, as mentioned above. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. Other taken action: during the assembly of the claimed lot, adjustments were made to the cylinder pressure of station 3.33.4.1 which tests whether the spring activation system will operate correctly, as per corrective maintenance # 003574 mentioned above.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4)

Event description:
It was reported that the safety shield on a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in. Failed to activated during use. No injury or medical intervention.